Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt lost consciousness due to ventricular fibrillation, which was treated by external defibrillation. Afterwards, interrogation of the device was not possible. A re-intervention was performed and the subject pacemaker was replaced. Reportedly, lead measurements were normal.